Event description:
Cormet revision after 4 years and 7 months.

Manufacturer narrative:
(B)(4) initial report. Device details, pt medical history, post primary and pre-revision x-rays, explant and reasons for revision have been requested in order to progress with the investigation. Device mfg records to be reviewed.